Event description:
According to the reporter: a female who presented for an elective surgical procedure for endometriosis and adenomyosis. The surgical procedure performed: total laparoscopic hysterectomy, right salpingectomy, radical wide field excision of endometriosis and bilateral ureterolysis. During the surgical procedure, it was noted that a trocar positioned on the left side of the abdomen had granular tissue on it and the distal tip melted. The trocar was replaced. Upon completion of the procedure, a burn described as superficial was noted on the abdomen where the trocar had been. A dressing was applied. Standard safety precautions were followed during the procedure as the pt had a grounding pad on for electrocautery use. The pad was placed properly to her right anterior lateral thigh and skin integrity was intact pre and post procedure. The pacu nurse noted an area reddened around about 1/2 inch and slight blackened. Silvadene cream and a telfa dressing was applied as ordered. Upon further record review, it was noted that the burn was a third degree burn which was debrided to the bedside by the surgeon. Patient discharged to home on the same date.